Event description:
The customer reported a diluted bloody fluid leak of approximately 100ml from a coulter lh 780 hematology analyzer during sample analysis. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/14/2015 and confirmed a fluid leak. The leak was caused by disconnected tubing in port 1 of the blood sampling valve (bsv). The fse trimmed and reattached the tubing to fix the leak. The repairs were verified per established service procedures. (B)(4).